Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump received with normal operating currents. Pump monitored for several hours and no blank display or unexpected battery failed alarm noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received emergency medical assistance due to low blood glucose on the night of (B)(6) 2019 with blood glucose of below 20 mg/dl at the time of the incident. The customer was given a glucagon tablet and a glucagon shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer states the pump was blank when he was found unconscious. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.